Event description:
Forceps broke while dr (B)(6) was grasping femoral head. No pt injury per customer. There was only a possible 10 second delay in procedure. Customer reports one of the prongs broke off. Routine x-ray taken after procedure and no parts left in pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been rec'd for evaluation. An investigation has been initiated based on the reported info.